Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 340 mg/dl with blurred vision and pressure behind the eyes associated with an air bubble issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, there was an air bubble issue with three cartridges, beginning on (B)(6) 2016. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.